Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01/04/2016 with the following findings. On investigation, a battery compartment crack was found below the grip pad. The pump powered up properly. A rewind/load/prime sequence and a 24-hour basal exercise were completed without any incidences. A normal bolus and an audio bolus were executed and recorded correctly. Review of black box found several warnings for continuous glucose monitor (cgm) failure. Attempts to pair the pump with a test cgm module failed. Pump casing was opened and intermittent condition was found with a cold solder connection to the cgm module. Initial reporter name and address: (B)(6).

Event description:
The pump was returned for investigation. Investigation found that the battery compartment was cracked. This report is made based on the results of investigation completed on 01/04/201615.

Manufacturer narrative:
(B)(4)